Event description:
A report was received that the patient had high impedances contacts. The patient underwent a lead revision, during which, the physician stated that the lead was fractured. The physician chose to replace the patient's entire system. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.